Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "use of a dall-miles plate and cables for the fixation of a periprosthetic tibial fracture¿ literature article "use of a dall-miles plate and cables for the fixation of a periprosthetic tibial fracture" by r. H. Banim published by the journal of arthroplasty was reviewed. The article purpose: to present the authors' solution to this problem which was an effective means of fracture management, while also maintaining the prosthesis. The article reports: a (B)(6) woman, underwent a left tc3 press-fit condylar revision total knee arthroplasty, using a tibial rod, as a salvage procedure for a painful left knee with collateral laxity after failure of fixation of an intercondylar femoral fracture. She recovered uneventfully from this initial procedure, but later injured her leg again after a trauma after exiting an automobile. Radiographs revealed a spiral fracture around the distal tibial stem. Competitor plates and cables were instituted to correct this fracture. After this final operation to correct the fracture, the patient is mobilizing well and has good knee flexion. Bone cement and patella resurfacing were not mentioned within this article. Depuy products involved: pfc tciii complications: implant fracture (1), surgical intervention (1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).